Event description:
The customer reported that the system displayed image quality issues. No patient injury was reported.

Manufacturer narrative:
The ge service rep power assembly checks were performed. The +5 vdc supplies in both the mainframe and workstation were readjusted for +5.20 vdc. The c-arm is working as intended.